Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. Customer stated that the drive support cap was sticking out. Customer stated that the insulin pump was not working and when refilling the cartridge and the insulin pump was making a funny noise while rewinding. The customer was advised the pump will need to be replaced and to discontinue use of the pump revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. However, device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. No unexpected rewind anomalies noted.